Event description:
It was reported that the patient present remotely. Review of transmission revealed that the patient's right ventricular lead exhibited post-paced t wave oversensing. Programming changes were performed. There were no patient consequences.